Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom). Test strip UDI# (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results of 148,114 and 225 mg/dl. The expected fasting blood glucose test result range is 90-115 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the bathroom. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly): (B)(6). Customer is calling about erratic results. Customer tested today and received results that were 34 points different. Test results were 1 minute apart. Customer is also concerned that some of the readings that she has been getting are higher than expected. Customer says her most recent a1c level is 7.1. Customer says she ran controls on her own and results were within range but she is still uncomfortable with her readings. Customer wants meter replaced.